Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had a low blood glucose level (40 mg/dl) after eating dinner. Customer disconnected from the pump for the night to stabilize her blood glucose level.